Event description:
Customer reports that image quality was poor during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated the video controller pcb and reloaded software. System operates as intended.